Event description:
On (B)(6) 2005, the patient was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unknown date, the patient presented with a type ii endoleak. On (B)(6) 2011, an additional procedure was performed whereby an additional contralateral leg component was implanted to treat the endoleak. The endoleak reportedly did not resolve with the implant of the additional device. On (B)(6) 2012, the patient presented to the hospital with abdominal pain, and a CT scan again identified a type ii endoleak with aneurysm enlargement from 7.5 cm to 9 cm. It was reported the type ii endoleak was originating from lumbar arteries. On (B)(6) 2012, an attempt was made to treat the type ii endoleak using interventional radiology, but it was reported the physician was unable to gain access into the aneurysm sac. On (B)(6), 2012, an additional procedure was performed whereby the five gore excluder aaa endoprostheses were explanted, thrombectomy of the aneurysm sac was performed, and the aneurysm was repaired with a surgical graft. The patient tolerated the explant procedure.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Devices implanted and involved in this event: pxc141000/03849991, pxc201000/03976054, pxc201200/03868628, and pxc141400/828666.